Event description:
The ge oec 9600 fluoroscopy system had an issue where the mainframe c-arm did not boot-up.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The issue may have been due to user error. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.